Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2026. During the procedure, the clip failed to deploy. The scope and clip were removed, and the clip fell off outside of the patient. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failure to release from catheter. Block h11: investigation results. The resolution 360 clip was not returned for analysis; therefore, a technical analysis could not be performed. Product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. The reported event of clip failure to release from catheter was unable to be confirmed. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device met all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.